Manufacturer narrative:
The field service representative (fsr) inspected the cell-dyn ruby analyzer serial number (B)(6) and found charred j17 and j 18 connector cables and pins on the ca assy, cdm 2 pwr, cdruby. The fsr cleaned the part, reseated the cables, and reinitialized the instrument which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with smoke or charring. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the ca assy, cdm 2 pwr, cdruby did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cell-dyn ruby analyzer serial number (B)(6) or the ca assy, cdm 2 pwr, cdruby was identified.

Event description:
The customer observed a sampling aspiration error on the cell-dyn ruby analyzer. The field service representative (fsr) inspected the analyzer and found charred j17 and j18 connector cables and the respective connector pins for j17 and j18 also had charring. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a sampling aspiration error on the cell-dyn ruby analyzer. The field service representative (fsr) inspected the analyzer and found charred j17 and j18 connector cables and the respective connector pins for j17 and j18 also had charring. There was no impact to patient management reported.